Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade IV, seroma, rupture.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, double capsule, pain and hypersensitivity. "Discomfort in the breast area at rest and during normal daily activities, signs of mastopathy changes. Asymmetry in the inframammary fold, implant capsule with hyperemia and cell inflammatory reaction, deformation of the implants, double capsule formation was observed bilateral presence of cysts 9mm, extracapsular rupture of the implant and peri-implant fluid on the right side¿ the device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, double capsule, pain and hypersensitivity. "Discomfort in the breast area at rest and during normal daily activities, signs of mastopathy changes. Asymmetry in the inframammary fold, implant capsule with hyperemia and cell inflammatory reaction, deformation of the implants, double capsule formation was observed bilateral presence of cysts 9mm, extracapsular rupture of the implant and peri-implant fluid on the right side¿ the device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ capsular contracture-breast: unable to observe since it is not related to the device. ¿ double capsule-breast: unable to observe since it is not related to the device. ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late-breast: unable to observe since it is not related to the device. ¿ local reaction-breast: unable to observe since it is not related to the device. ¿ allergic reaction/hypersensitivity-delayed: unable to observe since it is not related to the device. ¿ cyst(s)-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.